Event description:
Event description cpi received information that one day after implant of this implantable cardioverter defibrillator (ICD) the (ICD) and the endotak lead were both removed from service due to the endotak being a shorted lead that was less than 10ohms. Another cpi endotak lead was implanted along with another cpi (ICD).